Event description:
It was reported that the implantable cardioverter defibrillator exhibited intermittent ventricle pacing into under-sensed r wave. Programming changes were made on the device. Patient was stable.